Manufacturer narrative:
A ge service representative performed an onsite investigation. The image processor computer was replaced and new software was installed. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system shut down during a procedure. No patient injury was reported.